Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. The patient was initially seen at one hospital for stomach issues. The patient underwent a colonoscopy and upper gastrointestinal (gi) study. While at that hospital, they were diagnosed with peritonitis. The patient went to another hospital to be treated for the peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain on (B)(6) 2025. The patient went to the emergency room (ER). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s pd cultures were positive for escherichia coli. The patient was prescribed intraperitoneal (ip) antibiotics with ceftazidime 2g daily which was completed on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient will have another set of cultures and cell count drawn the week of (B)(6). The cause of the peritonitis was not confirmed. The patient had a recent hospitalization in which a colonoscopy and endoscopy were performed (discharge date (B)(6) 2025). Additionally, the patient stated there was contamination by the nurse during that hospitalization. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Correction: d5 (operator of device).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. The patient was initially seen at one hospital for stomach issues. The patient underwent a colonoscopy and upper gastrointestinal (gi) study. While at that hospital, they were diagnosed with peritonitis. The patient went to another hospital to be treated for the peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain on (B)(6) 2025. The patient went to the emergency room (ER). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s pd cultures were positive for escherichia coli. The patient was prescribed intraperitoneal (ip) antibiotics with ceftazidime 2g daily which was completed on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient will have another set of cultures and cell count drawn the week of (B)(6). The cause of the peritonitis was not confirmed. The patient had a recent hospitalization in which a colonoscopy and endoscopy were performed (discharge date (B)(6) 2025). Additionally, the patient stated there was contamination by the nurse during that hospitalization. The patient is continuing pd therapy utilizing the liberty select cycler.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were diagnosed with peritonitis. The patient was initially seen at one hospital for stomach issues. The patient underwent a colonoscopy and upper gastrointestinal (gi) study. While at that hospital, they were diagnosed with peritonitis. The patient went to another hospital to be treated for the peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing abdominal pain on (B)(6) 2025. The patient went to the emergency room (ER). The patient was admitted to the hospital with a diagnosis of peritonitis. The patient¿s pd cultures were positive for escherichia coli. The patient was prescribed intraperitoneal (ip) antibiotics with ceftazidime 2g daily which was completed on (B)(6) 2025. The patient was discharged on (B)(6) 2025. The patient will have another set of cultures and cell count drawn the week of (B)(6). The cause of the peritonitis was not confirmed. The patient had a recent hospitalization in which a colonoscopy and endoscopy were performed (discharge date (B)(6) 2025). Additionally, the patient stated there was contamination by the nurse during that hospitalization. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the liberty cycler set and the peritonitis. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency, or cycler set defect reported for the event. The reported cause of the peritonitis event as was not confirmed, however; it was suspected that it could have occurred during an endoscopy and colonoscopy procedure or contamination from the nursing staff during the patient¿s hospitalization.¿ e. Coli is a normal flora of the gastrointestinal tract which may colonize in the aerodigestive tract and genitourinary tract. Peritonitis with this organism most likely results from touch contamination but sometimes from an exit-site or tunnel infection or from an intra-abdominal source¿. Additionally, ¿endoscopic procedures play a critical role in the diagnosis and treatment of gastrointestinal (gi) diseases. Such procedures can increase the risk of peritonitis in pd patients by inflation and irritation of the bowel wall, leading to the translocation of microbes across the gut wall to other sites such as the peritoneum and the blood stream¿. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.